Event description:
The patient presented in-clinic with low impedance. Fluoroscopy displayed externalized conductors. The lead was extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis of the returned partial lead found internal abrasions in 4 locations between 7.8cm and 19.8cm from the distal tip. The rv cables and inner coil were visible in the abraded areas of 7.8 -15.2cm. The re cables were visible in the abraded areas of 15.2-19.8cm. External abrasion was noted at 10.6-10.9cm from the distal tip due to friction with another implanted device or feature of the heart. The re cables and inner coil were visible in thhis area. The etfe coating was not abraded in any of these areas.